Event description:
Patient status post click-x construct, levels l3 to s1, implanted approximately 2007 returned to another surgeon complaining of pain. An x-ray on an unknown date showed one broken screw and one broken rod. Surgeon removed screws and caps, 3-d heads at l5 right and left side, and two rods. It is not known which screw was broken, four were removed and replaced. It is not known which rod is broken 2 were removed and replaced. Surgeon also replaced seven caps for integrity of the construct. This is two of five reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.